Manufacturer narrative:
Product available to stryker. An event regarding disassociation and metallosis involving a metal head was reported. The event was not confirmed. Device evaluation and results: could not be performed as no items were returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The event could not be confirmed nor could the root cause be determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that surgeon performed a revision on patient's left hip. Prior x-rays showed that the implant head had collapsed on the trunnion. Upon performing surgery, rep reported that it was found that the head had disassociated (doubly confirmed) from the trunnion and that metallosis was found surrounding the joint.

Event description:
It was reported that surgeon performed a revision on patient's left hip. Prior x-rays showed that the implant head had collapsed on the trunnion. Upon performing surgery, rep reported that it was found that the head had disassociated (doubly confirmed) from the trunnion and that metallosis was found surrounding the joint.

Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon performed a revision on patient's left hip. Prior x-rays showed that the implant head had collapsed on the trunnion. Upon performing surgery, rep reported that it was found that the head had disassociated (doubly confirmed) from the trunnion and that metallosis was found surrounding the joint.